Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while setting up for a cranial resection procedure, the software became unresponsive while attempting to merge 2 exams. When attempting to merge the 2 exams from the navigate/stealthmerge screen and there were no exams visible. The medtronic representative tried to exit out of the stealthmerge screen and an error message was received. The medtronic representative then went back to the select patient task, selected a patient exam and the software became unresponsive. The medtronic representative did a soft reboot and reentered the software. The issue did not re-occur. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.